Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and replaced both the upper and lower liquid crystal display (lcd) panels. The unit passed extended self-testing.

Event description:
Report received that an 840 ventilator had an erratic display. The ventilator was not on a patient at the time of the event.